Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 414 mg/dl. The customer stated that she received a sensor error and is not sure why she got the alert. The customer stated that she removed the sensor already and did not realize that she was bleeding. The customer stated that she was able to get the bleeding to stop. The customer will be sent replacement sensors. The customer declined to troubleshoot for high blood glucose readings.